Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the blade cut, but stapling did not occur. The rep stated that no bleeding occurred. It is unknown how the procedure was completed and there were no patient consequences were.